Manufacturer narrative:
A ge service representative performed an on site investigation. The power cap module was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a charger failed error message at boot up. This error will prevent the system from booting up, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.